Event description:
Device 2 of 4. Ref MFR report #s: 1627487-2012-06363, 06365, 06366. The pt has two leads (from different lots) and two extensions (from the same lot). It was reported the pt experienced stimulation at the ipg site and discomfort at the extension site. It was also reported the pt was no longer receiving adequate coverage. An impedance check was performed and revealed invalid contacts. X-rays were taken and no anomalies were found. Overtime the pt lost stimulation. The pt plans to meet with his doctor. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.